Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of less than 20 mg/dl at the time of the incident. The customer was at 91 to 361 mg/dl at the time of the call. The customer was given glucagon and intravenous fluids to treat the low, and used the pump to treat the recent high. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported receiving a motor error alarm and insulin delivery anomalies. The customer reported pump physical damage. Troubleshooting was completed but did not resolve the issues. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.